Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that during generator replacement surgery the physician experienced difficulty communicating with the new generator and no diagnostics were able to be performed prior to the patient leaving the operating room. It was reported that the site felt like it was the 9v battery, but that the programming system has not been used on any other patients, so this has not been confirmed. It is unknown if the patient's generator has tried to be interrogated to date. Attempts to obtain additional information have been unsuccessful to date.